Manufacturer narrative:
Cmp-(B)(6). Customer has indicated that the product is in process of being returned to zimmer biomet for investigation. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported during shoulder surgery, an anchor screw tip has broken during insertion in shoulder. An additional anchor was used to complete the procedure. No patient harm has been reported. Attempts have been made and additional information on the reported event is unavailable at this time.

Manufacturer narrative:
Visual examination of the returned device identified the anchor is fractured just above the lead thread but the tip is held in place by the sutures threaded through it. There is some bio-residue on the anchor and on the tip of the inserter shaft. Medical records were not provided. Device history records were reviewed, and no discrepancies related to the reported event were found. Root cause was unable to be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.